Event description:
The customer reported that the system intermittently displayed black lines on the left hand monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the left monitor. The system operates as intended.